Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3. The device was returned to olympus for inspection and the reported failure was not confirmed. Additionally, scope communication error e216 and no image was identified during the investigation. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the corroded plug unit led to the identified malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited error b30 scope communication error. The issue occurred during reprocessing. There were no reports of patient involvement.